Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that damaged sterile packaging was identified during the inspection of circulated stock items. No patient involvement. No additional information available for the reported event.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d9; g3; h2; h3; h4; h6. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister). Sterility has not been compromised, therefore this is no longer considered reportable. The root cause of the reported event can be attributed to transit damage and a packaging design issue. This. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.